Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when attempting to activate the dissector, it could not be activated. The issue was found prior to use and there was no patient involvement. The customer reported that this extended the surgical time longer than 30 minutes.

Manufacturer narrative:
(B)(4). One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The customer reported that the device did not activate. The reported condition was not confirmed. The device had been used and had stopped working. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated. This indicated that the device was not functional. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide was in use when it cracked and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Device use after damage can cause the cracked waveguide to break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors.